Event description:
I had a lower back surgery performed by (B)(6) in (B)(6) 2008 in (B)(6). He used the dynesys r spinal system on me = trade name the common name spinal fixation system recall number z-0238-2013. The surgery date was (B)(6) 2008, I've been having pain in my lower back for about 6 months and it won't go away so I went to (B)(6) and he did a x-ray of my lower back and said one of the pedicle screws is cracked and the other one split both are on the same level. The mechanism that was between the disc is broken also so my disc is herniated and the jelly is leaking down, he told me that the FDA took this procedure off the market and is no longer used by surgeons. I wanted to have this on record that now I am in pain and I am looking at another surgery on my back I am only (B)(6) years of age and I am scared now what is going to happen to my other levels I have a total of 6 pedicle screws in my back.